Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's fiance reported via phone call that the insulin pump alarmed bolus not delivered. The patient's blood glucose at the time of call was 429 mg/dl. The caller was advised to clear the alarm and deliver the bolus. The customer was able to treat. Her blood glucose decreased to 325 mg/dl. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.